Event description:
It was reported that the epg (external pulse generator) has a cracked screen. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the display lens was broken. The upper/lower case and lead flex cover were also broken. One side bail was contaminated and one case screw was missing. The battery contacts were compressed and the display was out of electrical specification.